Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose level was 260 mg/dl and current blood glucose level was 240 mg/dl. Customer's other blood glucose level was 163 mg/dl. Customer stated that the approximate size of air bubbles was tiny air bubble. Customer stated that the air bubbles were noticed in the bottom of reservoir. Customer did not allege insulin pump was under delivering. Customer troubleshooting was performed. The reservoir will not be returned for analysis.